Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A physician was using the egr system #310040 lot # pa005 (endoscopic gastroc release) during a surgical procedure (age, gender, date of surgery, and type of surgical procedure not reported). Prior to surgery the device was evaluated and the blade deployed and retracted properly. The surgeon inserted the egr device into the patient and deployed the blade. The surgeon was unable to retract the blade. Upon removal of the device from the patient the device would still not retract.